Event description:
It was reported that high impedances were measured in august 2008 on electrode #6 during a reprogramming session to improve paresthesia comfort. The cause of the high impedance was unknown at the time. It was later noted the patient experienced an undesired change in stimulation in (B)(6) 2010. It was determined at that time that there was lead breakage, specifically noting the electrodes. High impedances were again measured on the same lead, but with electrode #4, as opposed to #6. It was also added that the implantable neurostimulator depleted prematurely. The entire system was explanted in may 2010 and the patient recovered without sequela. It was indicated the patient was to be implanted with a new system later in (B)(6) 2010.

Manufacturer narrative:
Product ID: 3487a-56, lot# b0440133k, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# b0401550k, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. Product ID: 7489000103, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: extension. Product ID: 7489000103, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: extension. (B)(4). Analysis of the implantable neurostimulator found no significant anomaly. It was stated the battery was at normal end of life and telemetry and output were okay. Good stable output on each electrode pair was observed. Longevity calculations showed that the device was to last 10.6 months, but lasted 21 months, therefore, exceeding its longevity. Analysis of the extension ((B)(4)) found no anomaly. The extension was functionally okay. Analysis of the extension ((B)(4)) found no anomaly. The extension was functionally okay. Analysis of the lead ((B)(4)) found no anomaly. The lead was functionally okay. Analysis of the lead ((B)(4)) found that a conductor on the proximal end was broken. The #4 conductor was broken at the #4 electrode weld site. The #6 conductor was broken 1.8 cm from the proximal end. Conductors #5 and #7 had acceptable continuity.